Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced progressive hyperglycemia, with blood glucose rising from 358 mg/dl to 396 mg/dl after a factory reset and supply change, while glucose values displayed on the ilet and dexcom apps but the ilet app initially failed to connect until re-paired; the user¿s phone was reported to be slow, and no infusion set leaks or kinks were initially identified, though the user later replaced the infusion set and supplies. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education with subsequent resolution reported. Investigation included remote technical support, app re-pairing, assessment for infusion set issues, and guided replacement of infusion set and supplies. Investigation of this case revealed no confirmed device malfunction, with a probable infusion site or setup issue and potential connectivity or mobile device performance contributing to delayed glycemic improvement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.